Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for evaluation. It has not yet been received. A follow-up will be submitted with all relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found the plunger was still in the pre-deployed position and there was no slack present on the link. There were also traces of dried blood found on the guide /foot area which is an indication that the device was inserted inside the patient but was not deployed. Guide wire patency was performed and the device was patent. During the investigation, the plunger was deployed and both cuffs were captured. Based on the investigation findings, the device performed according to specifications, therefore the cause for the reported event is undetermined. No manufacturing or quality issues were detected. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. There does not appear to be any indication of a product quality deficiency.

Event description:
It was reported that a physician trained in the use of the perclose proglide device attempted arteriotomy closure of the common femoral artery after a diagnostic procedure. Reportedly, the 'device could not enter the artery'. Manual compression was applied to achieve hemostasis. There were no reported adverse patient effects. Though requested, no additional information was provided.